Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to implantation, the helix took too many turns to extend and even more to retract. The next couple of attempts took even more turns to extend the tip. The lead was not used and a new lead was implanted without complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.